Manufacturer narrative:
H3: device return anticipated but not yet received for evaluation. No conclusion can be drawn at this time.

Event description:
Open gastric bypass procedure. Plc75 was loaded with plcr75b and firing was complete. Knife blade cut, but staples did not form b-shape. Applied another device to complete the case without further incident.